Event description:
It was reported that during preparation a leak was noted to the balloon. There was no patient involvement.

Event description:
It was reported that during preparation a leak was noted to the balloon. There was no patient involvement.

Event description:
It was reported that during preparation a leak was noted to the balloon. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met material, assembly and performance specifications. Upon visual inspection of the returned device, no anomalies were observed to the balloon. Microscopic inspection through the catheter¿s inflation (balloon) port revealed a perforation on the inner shaft, which is the most likely cause of the reported leak. During functional testing, a syringe filled with water was attached to inflation port to pressurize the balloon. While pressurizing the balloon the water was leaking out of the guidewire port. All device measurements were found inside specification. Based on the examination of the damage inside the inflation port, it appears that the guidewire was inserted into the inflation port (instead of the guidewire port), leading to the observed damage and reported leak. The device¿s directions for use states that the guidewire be inserted in the appropriate port, slowly in small increments. The device was sent back to the manufacturer for additional analysis and the manufacturer confirmed that the most probably cause for the leak was handling damage. The manufacturer confirmed that the device successfully passed the associated controls related to manifold leaks during manufacturing. These include, 100% visual inspection for balloon/shaft integrity, leak and vacuum decay testing (vdt) prior to packaging. Therefore, it is considered unlikely that the damage noted on the returned unit occurred prior to shipment. In addition, their review of the device revealed no anomalies that would indicate the damage was related to manufacturing. There was no indication of any product quality deficiencies contributing to the damage. Review of the reported information, product analysis results, and manufacturing records revealed no evidence of any design or manufacturing specification non-conformances related to the complaint device. Therefore it has been concluded that the most probable root cause was handling damage.

Manufacturer narrative:
The device history record review confirms that the device met material, assembly and performance specifications. Upon visual inspection of the returned device, no anomalies were observed to the balloon. Microscopic inspection through the catheter¿s inflation (balloon) port revealed a perforation on the inner shaft, which is the most likely cause of the reported leak. During functional testing, a syringe filled with water was attached to inflation port to pressurize the balloon. While pressurizing the balloon the water was leaking out of the guidewire port. All device measurements were found inside specification. Based on the examination of the damage inside the inflation port, it appears that the guidewire was inserted into the inflation port (instead of the guidewire port), leading to the observed damage and reported leak. The device¿s directions for use states that the guidewire be inserted in the appropriate port, slowly in small increments. Therefore based on analysis of the device, a root cause of use/user error has been assigned to this investigation.

Manufacturer narrative:
Device not returned to manufacturer.